Event description:
The clinician gave an injection and after activating the needle protection device, while disposing of the needle, the protection device allegedly somehow became detached from the needle and the clinician received a needle stick in the third finger, first digit pad of their right hand. The clinician took one dose of an antiviral drug until the results of the source patient were available. The device was discarded without any evaluation at the user facility.